Event description:
It was reported that the patient had a revision due to dislocation. The removed has been worn.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. A material analysis has been performed. The report concluded that the undamaged articulating surface of the head demonstrated a smooth, uniform appearance. The area of metal transfer observed near the equator was shown to be consistent with a titanium material, likely from the acetabular shell. No material or manufacturing defects were observed on the device features evaluated. The event was confirmed. The root cause could not be determined because no medical information was provided. Further information such as operative reports, progress notes, and x-rays are needed. If additional information is received, this investigation will be reopened and re-evaluated.